Event description:
It was reported that prior to an unknown procedure, when the package was opened, it was found that the jaws were misaligned. When the doctor grasped the trigger, a twisted clip came out. The device was not used on the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.